Event description:
It was reported that this right atrial (ra) lead exhibited multiple high out-of-range pace impedance measurements greater than 3,000 ohms in february and may. The ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).